Event description:
It was reported that this pacemaker exhibited oversensing and pacing inhibition on the left ventricular channel. Additionally, pacemaker mediated tachycardia (pmt) episodes were observed, the devices algorithm successfully terminated the episode of pmt. Further evaluation was discussed. This device remains in service. No further adverse patient effects were reported.